Event description:
It was reported while using bd ultra-fine¿ mini pen needles 31g x 5mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: problems with the 5mm x 0.25mm needle I am diabetic it is impossible to use and the worst is hurting my belly, batch 0127754 manufactured in 04/2020, how should I proceed, I have a picture of the situation of my belly. 06/06/2023: additional info received. > of the needles used, in every 5 needles 3 are having problems or they don't have a leak like the one in the video, or they can't penetrate the skin, anyway I'm suffering with these needles. Video attached. > of the used needles I wasn't saving. From today I will be saving them, the one in the video for example is saved. Sample collection and replacement information received.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2023. H6: investigation summary samples were received and an investigation was performed. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 31g x 5mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: problems with the 5mm x 0.25mm needle I am diabetic it is impossible to use and the worst is hurting my belly, batch 0127754 manufactured in (B)(6), how should I proceed, I have a picture of the situation of my belly. (B)(6)2023: additional info received. Of the needles used, in every 5 needles 3 are having problems or they don't have a leak like the one in the video, or they can't penetrate the skin, anyway I'm suffering with these needles. Video attached. Of the used needles I wasn't saving. From today I will be saving them, the one in the video for example is saved. Sample collection and replacement information received.